Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to convert ventricular fibrillation (vf) with the first shock, as the s-ICD began charging again but the rhythm self-terminated. Shock impedance measurements were noted to fluctuate. During defibrillation threshold (dft) testing, undersensing occurred and the rhythm broke on its own after 16 seconds without external shock. Subsequent testing showed mixed results, with impedance rising from at implant. Despite x-ray confirmation of implant position, failed shocks persisted. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of difficulty converting rhythm is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device has not been returned for analysis. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of difficulty converting rhythm is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This difficulty converting rhythm has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of this product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to convert ventricular fibrillation (vf) with the first shock, as the s-ICD began charging again but the rhythm self-terminated. Shock impedance measurements were noted to fluctuate. During defibrillation threshold (dft) testing, undersensing occurred and the rhythm broke on its own after 16 seconds without external shock. Subsequent testing showed mixed results, with impedance rising from at implant. Despite x-ray confirmation of implant position, failed shocks persisted. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.